Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a hip arthroscopy the suture broke when trying to splice the anchor together. This occurred five times wit five implants from the same lot. It was also reported some of the suture stayed in the bone and was not retrieved. A 3.0 suturetak was used and it worked with no issues and patient is fine. It was also reported some of the suture stayed in the bone and was not retrieved.